Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic with increased hv lead impedance and capture threshold. Consistent increase in hv lead impedance and capture threshold has been seen since. The lead was revised. The physician cleaned fibrous ingrowth off the lead and the impedance and threshold returned to normal measurements. The lead will remain implanted and in use. No further information is available.